Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-33, lot# va0en32, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a lead revision done on the day of the report due to a fall. The physician implanted a new lead using the old implanted neurostimulator (ins). There were no further complications reported or anticipated.